Event description:
As reported, during a laparoscopic ventral hernia repair procedure the capsure fixation device deployed a few fasteners which successfully fixated to the mesh. Afterwards the device deployed some tacks that were stuck together, these were removed from patient's body. A new tacker was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, capsure fixation device deployed two fasteners at once and failed to fixate. Evaluation of the device could not reproduce the reported event that the device deployed two fasteners at once and failed to fixate. The device functioned as intended during simulated use testing, deploying the last remaining fasteners with no issues. No manufacturing anomalies found. Review of manufacturing records was performed and shows the product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.